Manufacturer narrative:
(B)(4). S/w version 6.5v. Retainer ring = black. Customer returned pump for alleged pump error 63 found on (B)(6) 2021. Unit passed displacement test and self test. No pump error 63 noted during test. Unit successfully downloaded to thus and carelink. Confirmed pump error 63 variable 15 was noted in the history download on (B)(6) 2021 at 3:45:35.000 due to hardware error. Pump was cut open to perform visual inspection and physical damage was found on pcba 1 (j6 poor solder joint). The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked corner of belt clip rails, cracked case (battery tube), and minor scratches on lcd window. In summary, customer allegation for pump error 63 was confirmed. Additionally, poor solder joint (j6) on pcba 1 was noted.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. The customer reported that they were able to clear the alarm. During troubleshooting, the customer was able to successfully perform a pump rewind. After the rewind, a fill canula action was performed, and recorded in the daily history. No harm requiring medical intervention was reported. Troubleshooting was successfully performed however the customer will discontinue use of the device.